Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-jul-28. When asked about the reason for the missed refill, it was reported that ¿the patient said she was in the hospital due to health issues unrelated to the pump.¿ the patient¿s weight was unknown. The doctor changed the concentration of the drug and successfully reprogrammed the pump. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (50 mcg/ml, 30.954 mcg/day) via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported the patient missed their refill on (B)(6) 2020 and now their pump was empty. The rep called because they were going to put in a different concentration (25 mcg/ml) and wanted guidance on performing a bridge bolus. No symptoms or patient complications reported.